Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer. System operates as intended. (B) (4).

Event description:
The customer reported data loss in the single board computer card. No pt injury was reported.